Event description:
It was reported that the patient's right ventricular lead exhibited intermittent capture with high, out of range pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was stable.